Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an esophageal perforation occurred. A left atrial appendage (laa) closure procedure was performed; a watchman laa closure device which was implanted successfully. Transesophageal echocardiogram (tee) was performed prior to and during the procedure. After the implant, while the patient was still intubated, excessive bleeding was observed with oral suction in the esophagus. A perforation of the esophagus had occurred. A stent was successfully implanted in the esophagus that afternoon and the patient was then extubated. The patient stayed in the hospital for monitoring for two additional days and then was discharged home with no further complications reported. The patient condition was reported as fine.